Event description:
It was reported that during a da vinci prostatectomy procedure, the maryland bipolar forceps instrument was only used 5 times and on the 5th use, the item registered expired. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on an in-house system and passed recognition and engagement. Failure analysis investigation also found the following unreported damages to the instrument: the yaw pulley exhibited char marks at the grip base. Evidence not conclusive, but charring may be due to a breach in the insulation, carbonized tissue creating a conductive path, or high generator settings. Electrical continuity testing was performed and passed. An additional finding was various scratches on the distal end of the main tube with light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.